Event description:
It was reported that the paramedics were called and customer was hospitalized due to high blood glucose. The blood glucose reading at the time of hospitalization was 1300mg/dl. Customer's wife stated that the customer had open heart surgery and is currently in dialysis. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.